Event description:
It was reported that at implant the ventricular lead was pulled back while inserting the atrial lead. The helix appeared bent was difficult to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. Primary analysis revealed no anomalies. Additionally, the proximal conductor was distorted, the helix was bent, and implant damage was noted. The analyst noted that the helix was bent.